Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was unable to recreate the issue. The isi fse replaced universal surgical manipulator 4 (usm) because the site requested that it be replaced. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis. The usm was analyzed, and the reported failure was confirmed as having occurred in the field but was not replicated. A log review recorded error 22020 pointing to degree of freedom (dof) 8. The usm was tested on an in-house system in normal mode with no triggered errors. The usm was also tested on a patient side cart fixture test platform (pftp) where all tests passed. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed an instrument was stuck on the universal surgical manipulator (usm) 3. The customer had moved usm 3 out of the way and was using usm 4 to proceed. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to recreate the issue. The fse replaced the usm 4 as per the customer request. The system was tested and verified as ready for use. The usm was returned for investigation; however, the evaluation is not yet complete. A follow-up MDR will be submitted if the product is evaluated and/ or if additional information is received.